Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer tried to bolus and the keypad started to malfunction. Customer stated that the pump kept scrolling through the numbers. Customer stated that the up arrow button got stuck when she tried to bolus and then she took the battery out. When the customer put the battery back in, she received a button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No button error alarm was noted. However, intermittent button response was noted due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.